Manufacturer narrative:
The customer had additional erroneous results: patient 3: on (B)(6) 2018, the patient's alp2 alkaline phosphatase results were 152 u/l, 209 u/l, 127 u/l, and 127 u/l. The result of 127 u/l was believed to be correct. The patient was a female that was 8.5 months pregnant. The baby was "intra-uterin dead". There was no allegation that the death was related to the event. Patient 4: on (B)(6) 2018, the ggt results were 47 u/l, 27 u/l, and 26 u/l. This patient was born on (B)(6). Patient 5: on (B)(6) 2018, the crp results were 316.6 mg/l, 2.4 mg/l, and <5 mg/l on another instrument. This patient was a (B)(6) female born on (B)(6). None of the erroneous results were reported outside of the laboratory. No patient were adversely affected. The reagent lot numbers and expiration dates were requested but were not provided. The probe was replaced as there was a kind of rough sediment on the probe. It was noted the customer was not cleaning the probe daily as recommended. The field service representative performed pipetting accuracy checks before and after probe replacement which were acceptable. Extra wash cycles (ewc) were added for the ggt and urea assays. There were no reports of new occurrences.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for three patient samples, but could only provide specific data for two. Patient 1 initial ggt result was 56 u/l. The repeat results were 10 u/l, 11 u/l, and 11 u/l. On an unknown date, patient 2 initial lipase result was 234 u/l. The repeat result was 153 u/l twice. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. Review of the qc found all results were within specification on the day of the event for patient 1. All precision testing was acceptable. It was possible too much sample was pipetted, most likely due to a pre-analytical problem such as fibrin or a clot.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.